Event description:
It was reported that an alarm was heard and confirmed by telemetry. The critical alarm was a safe state alarm and the logs reveal the safe state occurred on (B)(6) 2015 at 15:39. The pump was reprogrammed back to simple continuous mode. The patient heard the alarm at home and felt ¿pins and needles.¿ it was unknown if a pump reset message occurred prior to the safe rate. The safe rate did not occur while updating the pump or while a flex bolus was in use. It was unknown if electromagnetic interference or an MRI was associated with the safe rate. The patient recovered without permanent impairment. The type of medication being delivered via the device system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).